Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. The caller stated that the back end of the insulin pump where it holds the piston was coming out. Advised the customer revert to back up plan. The blood glucose reading at time of call was 217mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor alarm during basic occlusion test due to loose drive support disk. Unable to perform prime test due to loose drive support disk. Unit received with missing end cap sticker.